Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri52, implantable pacing lead, implanted: (B)(6) 2013; product ID rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. Interrogation revealed that the threshold on lead had increased and an xray revealed what appears to be a micro-dislodgement. The rv lead was reprogrammed and subsequently revised. The lead remains in use. No patient complications have been reported as a result of this event.